Event description:
It was reported that the pump was removed prophylactically to avoid in-vivo battery depletion. The reason for the catheter removal was noted as ¿other¿, though no additional details were provided. It was indicated that there was no patient injury. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4). Final analysis of the pump found no anomalies. The pump passed all non-destructive testing, though there was motor stall recovery seen in the logs. After doing destructive analysis, nothing significant was found that might cause a motor stall. Final analysis of the proximal catheter segment found coring, tears, and cuts in the seal of the sutureless connector. Under microscope inspection, an indent or circular coring could be seen in the bottom of the cup of the connector that was consistent with the inner diameter of the tip of the pump¿s outlet port. The indent area was located completely in the silicone material of the cup. Pressure testing showed that the connector was leaking. Final analysis of the distal catheter segment found that there was no significant anomaly, though the catheter had been returned in segments.